Event description:
During a tibial tubercle osteotomy internal fixation procedure, the screw tip broke off. The tip of the screw was not retrieved and was left implanted in the patient.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.